Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. The 70% stenosed lesion was located in the distal left circumflex (lcx) artery. The lesion was not predilated. Upon delivery of the 2.25x8mm taxus libert drug-eluting stent delivery system to the lesion, before the deployment of the stent, the proximal end of the stent was stretched and separated from the balloon. No difficulties removing the device were reported. No patient complications were reported, and the procedure was completed with a different device. Patient status was reported as 'stable'.

Manufacturer narrative:
Product analysis confirmed the complaint. Visual examination of the unit revealed damage to the distal edge of the stent. One distal stent strut was pulled distally at an angle of approximately 120 degrees with respect to the proximal section of the catheter. The outer diameter of the widest section of the stent where the damage occurred measured approximately 1.24mm. This type of damage is consistent with the delivery system encountering some form of restriction. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. A device history records review showed no anomalies related to the complaint. Handling damage is the most probable root cause.